Manufacturer narrative:
Additional information: h6, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and no defects were observed. Priming was performed, and no issues were noted. A simulated usage test was conducted, and no defects were observed that could generate the reported condition. Psi water referee back pressure testing was performed, and the results were satisfactory. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had a hole resulting in an unspecified intravenous pump alarming. This was identified while the device was in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: potential lot number is either r24h08086 or r24h17055. Should additional relevant information become available, a supplemental report will be submitted.